Manufacturer narrative:
Eval of the received device logs cannot confirm the reported issue regarding the gas supply sub-test failure during the pre-use checks. The test logs do not cover the given date of event. The test logs, however, confirmed that the gas supply sub-test was successfully performed on the (B)(6) 2015, i.e., 12 days prior to the reported date of event. The technical logs have no entries around the reported date of event, which indicated that the ventilator was functioning according to its spec. According to received info, the control printed circuit board(pcb) was exchanged due to the reported gas supply sub-test failure. No parts have been returned for our technical investigation, therefore, the root cause for the reported issue cannot be established from this investigation.

Event description:
Date of event cannot be established. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the gas supply test during pre use check. There was no patient involvement. (B)(4).